Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 240 mg/dl. The customer reported that they received a motor error alarm. Customer reported that they performed displacement test was performed and was passed. The customer reported that the drive support cap was normal. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will be returned for analysis.